Event description:
It was reported that approximately thirty months post xience v stent implantation in the mid right coronary artery (mrca) with one 2.75 x 28 and in the first obtuse marginal artery with one 2.5 x 23, the patient was hospitalized for chest pain. ECG showed no myocardial infarction. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the mrca target lesion and the target vessel, non-target lesion with additional xience stent implantation. The patient's condition resolved on (B)(6) 2011 and the patient was discharged the following day. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.